Event description:
It was reported that patient underwent right total hip arthroplasty in 1992. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the polyethylene liner. During the procedure, the modular head and polyethylene liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."